Manufacturer narrative:
Result: internal break in the power cord's ground wire.

Event description:
It was reported the unit failed the electrical safety test. No pt involvement or adverse consequences were reported.